Manufacturer narrative:
(B)(4). This is a report of use error in which the caregiver initiated therapy and started initial drain before connecting the patient. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a nurse connected a patient to a set up after starting peritoneal dialysis therapy. This occurred during the initial drain. The nurse began the initial drain then connected the patient to the set up. The nurse was to start over with new supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up MDR will be submitted.